Event description:
It was reported that the heartmate touch (hmt) would not connect when pressing the gray button on the serial adapter. It was attempted with a second serial adapter with the same issue occurring. The clinic tried power cycling the hmt and there was still no connection. It was noted that it was able to be connected in clinic and the customer would continue to monitor. No product would return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an inability to establish connection between the heartmate touch tablet and wireless adapter was not confirmed. It was reported that the issue continued after trying a second wireless adapter and after power cycling the tablet; however, the issue later resolved and was able to connect in the clinic. No product was returned for evaluation. It was reported that the customer will continue to monitor and will report any other issues. The root cause of the reported event could not be conclusively determined through this analysis. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of 50099-0021-011. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch, including the connection failed - heartmate touch app error message. No further information was provided. The manufacturer is closing the file on this event.